Event description:
The customer reported having high blood glucose of 325mg/dl, and she is on the way to the hospital. Troubleshooting was performed. The customer stated that insulin pump alarmed button error, and there is fluid in the device. The caller was not holding a button down for three minutes or greater. Advised the customer revert to backup until the replacement of the insulin pump arrives. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad. No moisture damage found inside the pump noted.